Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failures. The customer's blood glucose level was unknown at the time of incident. The customer stated that they were able to successfully clear the alarm and were able to complete the insulin pump rewind. The customer reported that they ran a self test on insulin pump and error came up again. Advised the insulin pump will need to be replaced and to revert to backup plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device was received with a critical pump error (open book image) alarm and multiple sequential pump error alarms (line number 5632 file number 2005) are found in the downloaded history files due to software error. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Hardware low level failures alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at on the keypad assembly.